Manufacturer narrative:
Reactivity of the c antigen was confirmed on cell#2 and #3 of retention capture-r ready-screen (4), lot k200, with anti-c, lot 6k722 (diluted 1:128), using capture-r indicator red cells, lot 221290. 4_cell testing was performed with the customer's sample (reported to contain anti-c) using retention crrs (4), lot k200, and crirc, lot 221290, on an in-house galileo. The sample exhibited 2+ reactivity with cell ii (r2r2), 1+ reactivity with cell IV (rr), and was nonreactive with cell I (r1r1), and cell iii (rr). Hemagglutination tube testing was performed with the customer's sample (reported to contain anti-c) using retention panoscreen I, ii, and iii, lot 40995. Testing was performed at all temps and immuadd, lot 7c5511-1, was used as potentiator. Sample exhibited very weak microscopic reactivity wth c+ cells and was nonreactive with c- cell.

Event description:
Customer reported an unexpected negative antibody screen when testing a patient sample containing anti-c on the galileo. No patient adverse reaction has occurred